Event description:
It was reported that during preparation, the console was unable to display an accurate rpm readout. A 230v rotablator rotational atherectomy system console was selected for rotational atherectomy. During preparation, the rpm was adjusted to the required rate and the console did not reflect any change in the rpm on the front screen display. The cardiac technician tried another 1.25 mm rotalink plus burr but the same problem occurred. Procedure was not completed for a same device is not available. There were no patient complications reported.

Manufacturer narrative:
(B)(4).